Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began 6 weeks prior to contacting lfs; exact date and time not reported. The reporter claimed the patient obtained an alleged inaccurate high blood glucose reading of ¿around 132-140 mg/dl¿ with the subject meter. The patient manages his diabetes with a combination of oral medication (glipizide 10 mg once daily; metformin 1000 mg twice daily) and insulin (levemir 50 units once daily). The reporter denied the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter claimed that after the alleged issue occurred, the patient developed symptoms of ¿shaking, sweating, felt sick to the stomach and almost non-functional¿ at an unspecified date and time around 6 weeks prior to contacting lfs. The reporter claimed the patient consumed food as self-treatment for the symptoms. The reporter stated that at the onset of the symptoms, the patient tested his blood glucose with the subject meter and a reading of ¿60 mg/dl¿ was obtained. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.